Manufacturer narrative:
Test strip lot #: not provided.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that their onetouch ultramini meter does not turn on. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2013, (at 10am). The patient¿s testing frequency is not known, and other than diabetes, it is not clear if the patient suffers from other health conditions. The patient¿s diabetes management is not specified and it is not known what action the patient took in response to the alleged power issue. It is not known if the patient retested his blood glucose with a backup/ secondary device after the alleged power issue occurred. According to the csr¿s documentation, the patient reportedly developed symptoms of dizziness and clouded vision at an unknown time after that product issue occurred. It is not known if the patient received any treatment after the alleged issue occurred. At the time of troubleshooting, the csr noted the call was abruptly disconnected. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.